Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 29-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient stated they were given a new communicator after a recent catheter revision surgery, but they could not get it to work. The patient stated that after the revision surgery the communicator started working so they continued to use the previous communicator but now could not find it. Patient stated they were in a lot of pain and could not stand up. Patient confirmed the green light was on the communicator, unplugged the communicator, pressed the power button, and the blue light was flashing. While on the call, patient was able to successfully connect the handset and communicator by selecting switch communicator. Patient was able to connect to the pump and deliver a bolus. Agent reviewed general use of handset and communicator. Patient was unsure where the other communicator was but was able to use the communicator available. Agent redirected patient to healthcare provider (hcp) to clarify which communicator was old vs new. Patient would call back if further assistance was needed.